Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016, 6725 adaptor, implanted: (B)(6) 2019; 1346t lead, implanted (B)(6) 1998; zy44pjusbv lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection with device erosion. Cultures were taken and antibiotic treatment was necessary. The device and leads were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.